Event description:
Surgeon utilized a disposable sponge stick in the vagina, available in the disposable prep tray, to manipulate the uterus. He has done this technique for several years without incident. The square sponge tip 'fell off' the plastic handle causing a vaginal tear that needed suture closure. Since this incident, it has been noted that the sponge has fallen off the end of the plastic handle during vaginal prepping -its intended use- for several cases. The prep solution utilized is betadine 10% solution. Dates of use: 2009. Diagnosis or reason for use: surgical prepping of vagina, uterus manipulation. Event reappeared after reintroduction? Yes.